Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the helix of right ventricular (rv) lead was entangled. The rv lead was not used and the patient condition was unknown.

Manufacturer narrative:
Correction: the h6 was updated based on the new information received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the helix of right ventricular (rv) lead was twisted. The rv lead was not used and the patient condition was unknown.